Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device/manufacturer serial numbers. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is (B)(6). Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: device longevity in a contemporary cohort of ICD/crt-d patients undergoing device replacement. Journal of cardiovascular electrophysiology. 2016; 27(7):840-845. Doi: 10.1111/jce.12990.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were device "malfunctions" noted with no specifics indicated. There were also reports of "device-related infections," pocket erosions, and replacements due to "advisory indication." The status/location of the icds is unknown. Further follow up did not yet yield any additional information. No patient complications have been reported as a resultof this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: further review prompted a change in the device analysis results. The change is reflected in this report under section conclusion code(s). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.